Event description:
Info received indicates, the hi/low function is drifting.

Manufacturer narrative:
The technician found the hi/low drive brake assembly was dirty. He cleaned the drive brake assembly to repair the bed.